Event description:
On 10jun2024, the customer reported one false elevated troponin I (access high sensitivity troponin I) patient result was generated on the customer's dxi 600 analyzer serial number (sn) (B)(6). The initial hstni result was at 47.0 ng/l (expected value <18 ng/l) on (B)(6) 2024. The sample was repeated at 11.4 ng/l. A second patient sample was collected and tested with a result at 9.4 ng/l. A treatment (unknown) was initiated to this patient based upon the initial elevated hstni result (47.0 ng/l). The customer did not know what treatment consisted of. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on (B)(6) 2024. Calibration passed on (B)(6) 2024 with reagent lot 439395 and calibrator lot 339021. Quality controls (qc) were passing within the laboratory¿s established ranges on (B)(6) 2024. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned result. Customer technical support (cts) assisted the customer over the phone on 10june2024. There were no issues with sample integrity reported by the customer. The samples were collected on bd plasma separator tubes (pst) and proceed through dxa instrument.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H6: no hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Customer technical support (cts) assisted the customer over the phone on 10june2024. System check passed and qc passed on both pipettors on 12june2024. Using 15 replicates of a sample around 15 ng/l, acceptable coefficient of variation (cv) of 3.4% and 3.7% were obtained on both pipettors on (B)(6) 2024. Hardware verification was performed but it did not highlight issue with the system. In conclusion, a cause for this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.